Manufacturer narrative:
(B)(4). (B)(6). The reported f94 alarm code was verified in the event history log review and in the power-on self-test. The cause was determined to be low battery voltage. The battery was replaced and the configurations were reset to resolve this condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a low battery alarm. There was no patient involvement. No additional information is available.